Manufacturer narrative:
Date of event is unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ insulin syringes the barrel was found to be broken. The following information was provided by the initial reporter: syringe barrel broken. Incident occur : before use.

Event description:
It was reported while using bd safetyglide¿ insulin syringes the barrel was found to be broken. The following information was provided by the initial reporter: syringe barrel broken. Incident occur : before use.

Manufacturer narrative:
The following fields were updated with additional information: d4. Medical device lot #: 9169509. D4. Medical device expiration date: 31jul2024. H4. Device manufacture date: 18jun2019.